Event description:
Blisters/burns on her back/having rash and blisters on her back [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer reporting on his partner. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) from an unknown date via an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. It was reported that after using the product for 6 hours the patient experienced a rash and blisters on her back on an unspecified date. The patient had been taken to hospital with the rash and blisters/burns on her back where she was informed that the thermacare heatwrap was the cause. The reporter stated that he had photographic evidence for the events. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (07feb2018): new information reported from the same contactable consumer included: new event (burns), case upgraded to serious and reportable. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term]. Blisters/burns on her back/having rash and blisters on her back [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer reporting on his partner. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) from an unknown date via an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. It was reported that after using the product for 6 hours the patient experienced a rash and blisters on her back on an unspecified date. The patient had been taken to hospital with the rash and blisters/burns on her back where she was informed that the thermacare heatwrap was the cause. The reporter stated that he had photographic evidence for the events. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the event was unknown. The product quality complaint group provided the following investigation results. Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (07feb2018): new information reported from the same contactable consumer included: new event (burns), case upgraded to serious and reportable. Follow-up (09apr2018): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up (18jul2020): new information received from the product quality complaint group included: investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (03apr2020): this case is being submitted to notify that the follow-up information previously considered to have been initially received by the company on 18jul2020 was instead received on 03apr2020. Follow-up attempts are completed. No further information is expected. Comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] blisters/burns on her back/having rash and blisters on her back [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer reporting on his partner. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) from an unknown date via an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. It was reported that after using the product for 6 hours the patient experienced a rash and blisters on her back on an unspecified date. The patient had been taken to hospital with the rash and blisters/burns on her back where she was informed that the thermacare heatwrap was the cause. The reporter stated that he had photographic evidence for the events. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (07feb2018): new information reported from the same contactable consumer included: new event (burns), case upgraded to serious and reportable. Additional information has been requested and will be provided as it becomes available. Follow-up (09apr2018): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.